Event description:
It was reported that on (B)(6) 2022, the patient underwent the primary surgery via tka for right knee. The surgery was completed successfully without any surgical delay. After the surgery, infection was occurred. On (B)(6) 2022, the patient underwent the revision surgery. In the revision surgery, debridement and scraping, antibiotic administration, and insert replacement were performed. The reoperation was completed successfully without any surgical delay. The surgeon commented that although the cause of the infection was unknown, but that mrsa was detected, and the implant might need to be removed later. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.